Event description:
In (B)(6) 2012, I had a zimmer hip replacement. Since then, I have increasing pain and walked with a severe limp. On (B)(6) 2014, it was discovered during an x ray, that the titanium rod inside the femur had broken in two, two inches or so inside the femur. On (B)(6) 2014, I had a 7 hour surgery to have the piece removed and replaced. The titanium rod had a clean break. I was in no accidents nor did I have any falls that would contribute to this break. Surgeons have sent the rod to pathology awaiting the next step. X-ray doctor stated the problem was "metal fatigue".